Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised, one of brace piece that is attached to the outside of the frame has broken, on foot end where it is welded together.